Event description:
During 46 hour infusion, the safestep needle leaked where the plastic meets the metal.

Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub of the returned safestep infusion set. A chr of lot #d824110 showed three other similar product complaint(s) from this lot. (220367, 220369 and 220368).